Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found an intermittent image due to failure of a video cable connector. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
A user facility reported to olympus that the image flickered when "shaking the connecting part." The intended procedure was not completed. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿image flickers when the connecting part is shaken¿ was duplicated. The phenomenon seemed to have occurred due to faulty video connector. The cause of the faulty video connector could not be identified. The instruction manual identifies the following related verbiage which might have prevented the phenomenon: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.